Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/19/2024, it was reported by an arthrex subsidiary employee via email that an ar-2323bcc biocomposite swivelock c anchor broke when the suture was threaded through the eyelet. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is not confirmed. Visual inspection identified the driver returned of the suture anchor, biocomposite swivelock® c, 5.5 mm x 19.1 mm, closed eyelet had missed the eyelet and bio-screw. However, the screw not returned was not possible to confirm, the suture inside the shaft did not remain on any part of the eyelet. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and prying/leveraging of the device during insertion.